Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Lot, d4. Primary UDI number. Additional information: d 4. Expiration date, h 4. Device manufacture date additional information was requested, and the following was obtained: per the manufacturing site for surgicel fibrillar product code 1963, the initial reported lot number 101016 is not valid. Please clarify what lot number for product code 1963 was used in this procedure. Lot number should be 101xsx. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robot assisted skull traction cervical approach for atlantoaxial reduction and internal fixation procedure due to an axial fracture on (B)(6) 2024 and absorbable hemostat was used. The doctor used absorbable and regenerated oxidized cellulose hemostatic gauze during the operation, and the surgery went smoothly. On the 12th day after surgery, wound infection occurred. On the 14th day after surgery, debridement, perfusion, irrigation, and drainage were performed, and postoperative recovery was satisfactory. Leave hospital. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How was the surgicel applied? What method? How much surgicel was used during the procedure? Were cultures performed? If yes, results? What is physician¿s opinion as to the cause of this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? What is the patient¿s current status? What is the users experience w/ fibrillar and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6. Type of investigation. "A manufacturing record evaluation was performed for the finished device batch 101xsx, 1963-13 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4. Lot. Additional information was requested, and the following was obtained: what is the lot number? 101016. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. Were cultures performed? If yes, results? With positive blood culture. What is physician¿s opinion as to the cause of this event? Unsure, the patient had a history of previous incision surgery, and was hospitalized several times in a short time, with positive blood culture and poor resistance. What is the patient¿s current status? On (B)(6) 2024, the patient underwent robot-assisted atlantoaxial reduction and internal fixation via posterior cervical approach due to axial fracture in hospital. Surgicel was used during the operation, and the operation was successful. The patient had wound infection on (B)(6) 2024 after the surgery, and received debridement, perfusion, irrigation and drainage on (B)(6) 202. The patient recovered well and discharged after the surgery. What is the users experience w/ fibrillar and other hemostatic agents? Normal. The following information was requested, but unavailable: please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unk. Was there any intraoperative concurrent use of other products? Unk. Where was the surgicel used (on what tissue)? Unk. How was the surgicel applied? What method? Unk. How much surgicel was used during the procedure? Unk. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? Unk. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.